Manufacturer narrative:
.

Manufacturer narrative:
Concomitant medication: trajenta, atenolol, sintrom, adiro, atorvastatin, parapress, ferro gradumet. The rlt281216 excluder® aaa endoprosthesis featuring c3® delivery system was returned to gore and an engineering evaluation was performed. Engineering performed a gross analysis of the constraining mechanism, no anomalies were observed which is consistent with the trunk being successfully deployed. Engineering observed the cut in the catheter which confirms the event description and the communication log. The cut is approximately 16cm long. Engineering observed that a single, narrow guide-wire was inserted through the constraining and lock pin lumen. Engineering observed that the backup hatch cover was removed which confirms the reported use of the back-up mechanism. The second deployment line was measured and found to be approximately 92cm from base to tip. At the tip of the koretex line, the wrapped film and eptfe fibers appeared to be thin and stretched, which suggests a tensile failure. The other end of the fiber was not returned. The root cause for being unable to perform the second deployment is most likely due to a break in the second deployment line. The root cause for the break on the deployment line could not be determined with the available information.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3&#59396;delivery system to treat an abdominal aortic aneurysm. When attempting to deploy the ipsilateral leg of the trunk-ipsilateral leg component, resistance was noted when pulling the deployment knob resulting in the leg remaining closed for the length of about 3 cm at its distal end. Reportedly, no excessive force was used when pulling the knob. To help deployment, the deployment line access hatch was entered but proved unhelpful as all the lines had been pulled. Subsequently, both attempts to manually balloon the ipsilateral leg as well as cutting the catheter longitudinally to look for the line equally failed. It was then decided to again advance the dryseal sheath toward the distal end of the catheter and the physician succeeded by applying a push/pull technique to both catheter and sheath in opening the distal end of the ipsilateral leg. As the leg appeared somewhat compressed and had still not fully opened, an additional endoprosthesis was used to reline the ipsilateral leg to gain adequate distal seal. Reportedly, no distal endoleak was reported and the patient tolerated the procedure.